Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead exhibited pace impedance measurements of greater than 3,000 ohms. Threshold at 7.5 volts showed no capture. Technical services (ts) noted it sounded like this lv lead was not functioning and had the health care professional (hcp) program the device to right ventricular (rv) only as there were minimum lv outputs, biventricular pacing off and daily measurements off. This lv lead remains implanted at this time. No additional adverse patient effects were reported.